Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: "7.?" Mmol/l (mobile) and 2.6 mmol/l (compact). No adverse event reported. Return of suspect device was requested and replacement was sent.